Event description:
An abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely calcified and severely tortuous. It was reported that the delivery system was advanced over a guidewire; however, the device kinked during insertion on the right side. The delivery system was removed from the pt. The physician attempted with the same device on the left side, but the device would not advance due to the kink in the device. The device was removed from the pt. The physician placed a second guidewire and a stiffer guidewire successfully advanced and deployed another talent device. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Results: severely calcified and severely tortuous vessels. Conclusions: severely calcified and severely tortuous vessels.